Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/23/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. The following manual time changes observed in the black box on (B)(6) 2015: from 10:07am to 11:09am; from 11:34am to 10:36am and on (B)(6) 2015: from 4:14pm to 1:14pm; then from 1:14pm to 4:14pm. Returned battery cap used for investigation. A timekeeping accuracy test was performed; the pump was keeping time accurately.